Event description:
Resmed received a notice of summons in a civil action via priority/certified mail on december 27, 2024, where a user claimed that magnets from an f20 mask interfered with their neurological pain stimulator, causing it to not function/operate properly. The user claimed they were not able to use the stimulator and experienced severe chronic pain. The user reported finding loose mask magnets in their bed and waking up with magnets in their mouth, allegedly ¿nearly choking them to death¿. The specific f20 mask model is not known to resmed.

Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the mask in question has not been returned for resmed¿s inspection. If more information becomes available, a supplemental report will be submitted. The airfit and airtouch f20 user guide provides the following warning: - ¿if any visible deterioration of a system component is apparent (cracking, discoloration, tears etc.), the component should be discarded and replaced.¿ on november 20, 2023, a field safety notice was issued by resmed (mwm-2023-fsn-01) for all lots of resmed masks with magnets: airfit n10, airfit n10 for her, airfit n20, airfit n20 for her, airtouch n20, airtouch n20 for her, airfit f20, airfit f20 for her, airfit f20 nv, airtouch f20, airtouch f20 for her, airfit f30, airfit f30i. Resmed has updated the contraindications and warnings in our mask with magnets¿ user guides so clinicians and patients are aware of the potential risks associated with the magnetic fields and to take precautionary measures when using the mask. Whilst resmed¿s mask with magnets user guides have been updated to improve the overall risk of magnetic interference with the mask usage, the previous user guide provided warnings on using the mask with an active medical implant: - ¿magnets are used in the lower headgear straps and the frame of the airfit/airtouch f20. Ensure the headgear and frame is kept at least 50 mm away from any active medical implant (e.g., pacemaker or defibrillator) to avoid possible effects from localized magnetic fields. The magnetic field strength is less than 400mt¿. Resmed reference#: (B)(4).